Manufacturer narrative:
Conclusion: a photograph of a fluoroscopic image was submitted for review. This image confirms that the nose cone was separated and remains on the guidewire, as reported. The image was not sufficient to be able to determine where on the inner member the failure occurred. The full angiographic record was not received for review and a root cause cannot be determined for this event from the limited information available. The reported information indicating resistance and then release during removal through the femoral artery is consistent with historical events for the predicate medtronic device in which the capsule is not fully closed and the tip becomes caught (generally on an external introducer sheath) during removal. The evolutr instructions for use (IFU), cautions ¿ensure the capsule is closed before catheter removal¿. It was not reported whether the user verified that the capsule was fully closed prior to removal, nor was any information provided regarding sheath use. In addition to the above caution, the IFU also instructs: ¿when using a separate introducer sheath, if increased resistance is encountered when removing the catheter through the introducer sheath, do not force passage. Increased resistance may indicate a problem and forced passage may result in damage to the device and/or harm to the patient. If the cause of resistance cannot be determined or corrected, remove the catheter and introducer sheath as a single unit over the guidewire, and inspect the catheter and confirm that it is complete¿. From the available information, this event appears to be related to user error; there is no indication that a failure of the device to meet manufacturing specification occurred. The relationship of the access site complications to the catheter tip cannot be confirmed. A root cause of this event cannot be determined from the limited information available.

Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4)

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the delivery catheter system (dcs) was being removed from the right femoral artery over the wire. There was some resistance and then a release. Upon inspection, the nosecone had separated from the dcs and was seen under fluoroscopy in the right groin still on the wire. The wire was snared from the contra-lateral side and the catheter was advanced to push the nosecone out of the body. The access site was unstable and unable to be sutured with a closure device. A femoral cutdown intervention was required to repair the artery. One unit of packed red blood cells was transfused for blood loss. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.